Manufacturer narrative:
Bovie medical evaluated the devices as follows: the generator was turned on with the footswitch attached and a 200 ohms load on monopolar jacks for three days at seven hours a day. At every hour for three days, the generator was activated using the footswitch. Different, random activation sequences were utilized and footswitch pedals were pressed in attempting to duplicate the user's observation and experience. We were not able to duplicate the reported non-conformance. For the generator, we also performed all standard factory release tests. The generator met all requirements.

Event description:
During a procedure to remove a polyp the user facility reported that when the footswitch pedal was released, "it kept burning" for a short period of time. The pt's colon was perforated. There are conflicting reports from the user facility as to whether the pt was immediately transported to the emergency room or returned to the hospital later in the day. Settings on the electrosurgical generator were 25 cut /25 coagulation.